Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 drug eluting stent was implanted. About one year later, the pt returned with thrombosis. No further info was provided. Additional info has been requested.

Manufacturer narrative:
The complaint device was not returned for analysis. A review of the mfg records was not possible because the batch number is unk. The most probable root cause is considered anticipated procedural complication, because thrombosis is a known physiological effect of the procedure and is noted within the directions for use.